Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 125-150 mg/dl. Reportedly, customer used apidra insulin and tandem technical support educated customer on cartridge/insulin labeling. The supplies were changed to address the event and insulin delivery was resumed.